Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The kilovolts power, the cradle rotation, and cables were checked. The system operates as intended.

Event description:
The customer reported that the 7900 system shut down and would not produce x-rays. No patient injury was reported.